Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the programmer was performed. The programmer booted up to black screen with no backlight on. The inverter was shorted out on the lower half and the inverter cover was melted. The lcd (liquid crystal display) cover was also melted. There was no evidence of abuse or mishandling noted. Affected components were then replaced and the programmer passed all functional tests.

Event description:
Boston scientific received information that the field representative had a problem loading new software on the programmer and it then went black. It also smelled like plastic burning. The programmer was returned for evaluation, repaired, and is expected to be returned to the field. There was no patient involvement reported.